Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefor, in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8kpeg05a, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood readings in the meter's memory.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 8kpeg05a, which gave satisfactory performance. All readings obtained during in-house testing were properly marked in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided.

Event description:
The advocate from (B)(6) reported that he ran a blood glucose test on his son with the contour next link 2.4 meter and obtained a reading of 79 mg/dl at 1:03 p.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.